Manufacturer narrative:
Completion of device evaluation and service pending.

Event description:
The manufacturers field service engineer replaced the power supply to address the reported problem.

Manufacturer narrative:
Supplemental report.

Event description:
The international customer reported the ventilator power supply was not functional. The customer reported the device was alarming for a backup battery failure and would not boot up. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service representative reported a power supply has been ordered to address the reported problem. Completion of evaluation and service is pending.